Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent reconstruction surgery with mentor glow study gel devices (620cc mentor memoryshape breast implant) on (B)(6) 2017. Adverse event # 1. Infection (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2017). Date of implant: (B)(6) 2017, date of explant: (B)(6) 2018. On (B)(6) 2018, she presented with infection, which required implant removal on (B)(6) 2018 and following breast flap reconstruction without a new implant. According to the record in the edc (imedidata), the patient had no breast implants after (B)(6) 2018 until (B)(6) 2021. Should additional information become available, this case will be re-assessed and notes will be updated and supplemental report will be submitted.